Event description:
Reporter alleged, the lancet needle that is a part of the soft touch lancing system used in blood glucose finger-stick testing would not retract after it has been used. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.